Event description:
It was reported while using bd micro-fine ultra¿ pen needles 32g x 4mm (70 count). The needle could not be primed. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about needle clog. According to the patient's report, they could not do priming with one product after attaching it to the pen.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
This supplemental has been created to cancel the previously submitted MDR. This complaint was created as a practice complaint and does not reflect the adverse experience of any real customer and should not be considered a complaint.

Event description:
It was reported while using bd micro-fine ultra¿ pen needles 32g x 4mm (70 count) the needle could not be primed. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about needle clog. According to the patient's report, they could not do priming with one product after attaching it to the pen.